Event description:
The screws would not lock in 2 holes on the plate. Due to the screws not locking to the plate, all of the hardware was removed. This delayed surgery by over 15 minutes. An alternate company's items were used to stabilize the wrist until the correct plate size could be ordered from the same alternate company. Patient retuned 3 days later and had the procedure successfully completed. The delay in surgery was additional information received on 4/19/2016 due to the receipt of report mw5060891 on 4/18/2016.